Event description:
It was reported that pt underwent hip procedure in 2008. Revision procedure was performed two months later, due to infection. During revision procedure, the surgeon found he could dislocate the modular head component from the liner component without any resistance.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. The user facility is outside of the us. No medwatch report was received. No user facility info is available. This report filed on june 23, 2008.